Event description:
It was reported that the subject device displayed a poor image color bar due to a poor connection. The issue occurred during set up / inspection for use (before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: poor connection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: color bar displayed due to poor connection and cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.